Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Initial report, 1994, implanted unknown cup and stem by tha procedure. There was a reported broken screw in a cup. On (B)(6) 2017, surgeon removed the cup and liner and implanted a v40. The tip of broken screw remained in the patient.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown screw was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Initial report, 1994, implanted unknown cup and stem by tha procedure. There was a reported broken screw in a cup. On (B)(6) 2017, surgeon removed the cup and liner and implanted a v40. The tip of broken screw remained in the patient.